Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis was not used due to an unspecified reason. An inflatable penile prosthesis of the same model was used to complete the implant.

Event description:
It was reported that the inflatable penile prosthesis was not used due to an unspecified reason. An inflatable penile prosthesis of the same model was used to complete the implant.